Manufacturer narrative:
H3: device received. Analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance was in the distal part of the catheter. The cause of the pushwire separation was not determined. The intermediate catheter used with the solitaire was a zhongtian 5f*115cm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire fr pushwire was found broken/separated. The patient was undergoing surgery for treatment of an ischemic stroke located in the right middle cerebral artery. The patient's baseline mrs score was 4 and post procedure was 3. The patient's baseline nihss score was 18 and post procedure was 6. The patient's baseline tici score was 1 and post procedure was 3. Intravenous tissue plasminogen activator (tpa) was not contraindicated. There was 1 pass made with the device.  It was noted the patient's vessel tortuosity was minimal. Stroke onset to reperfusion time was 6.5 hours. It was reported that during the operation, sfr-6-30 was used to remove the thrombus in the middle cerebral artery. After the stent was deployed, the intermediate catheter was pushed to the proximal end of the stent for extraction and pulling. The intermediate catheter was pushed and the stent was pulled back at the same time. After the stent was withdrawn into the intermediate catheter, it was found that the tip end of the stent was broken in the catheter, and only the push guide wire was withdrawn. It was reported there was pushwire break/separation that occurred. The pushwire was not torqued during the procedure. There was resistance encountered. The pushwire break/separation occurred in the distal section. All broken segments of the pushwire were removed from the patient. After the stent was retrieved into the intermediate catheter, the push guide wire and the stent were broken and separated. The stent is located in the intermediate catheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ as found condition: the pusher and the 5f catheter were returned for analysis inside the inner pouch, biohazard bag, and shipping box. The stent was not returned. ¿ damage location details: the pusher was found separated at ~180.0cm from the pusher proximal end. Kinks and bends were found at 4.0cm to 6.0cm from the broken end of the pushwire. The stent was not returned. The 5f catheter distal tip was found to be flattened. Additionally, the catheter body was found to be kinked at 8.2cm and 45.3cm from the proximal end of the hub. No other anomalies were observed. ¿ testing/analysis: the pusher was sent out for sem failure analysis. Per the sem report, the broken end failed via tensile overload. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.035¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, it got stuck at 8.2cm from the proximal end of the hub. ¿ conclusion: based on the device analysis and reported information, the customer report of ¿pushwire separation¿ and "resistance during delivery"/retrieval" were confirmed as the solitaire fr pusher was found damaged and separated. Per the sem results, the broken end failed via tensile overload. From the damages seen on the catheter (flattening/kinking/bending) and pushwire (bending/kinking), it appears there was a high force used. These damages may have occurred when the customer attempted to advance/retrieve the stent through the catheter against resistance. However, the cause of resistance could not be determined. Possible cause of resistance including using a damaged catheter and lack of continuous flush with heparinized saline during procedure. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.